Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic after an alert for ventricular oversensing was received via a merlin.net transmission. Frequent crosstalk on the ventricular channel after atrial pacing was noted. Programming changes were made but did not resolve the issue. Patient will be monitored.

Event description:
Correction: oversensing calculation was attempted, but was unable to resolve the issue with any combination of adjustments. The decision was made to monitor the patient.